Event description:
Reporter alleged that the inform base unit had melted plastic and produced smoke. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.